Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks. At the time of the shock the patient was using their left arm, which is the side the device is on. Further evaluation is expected at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.